Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the breath delivery (bd) to graphic user interface (gui) cable, which resolved the reported issue. The ventilator passed extended self tests (est) and the performed electrical safety tests.

Event description:
It was reported that a ventilator, while not in patient use, lost communication. There is no report of death or serious injury associated with this event.